Event description:
It was reported that, "pt called asking what stryker has in regards to allergy test kits. He wants stryker to provide him with these test kits for all implants including the ceramic material and simplex bone cement. He reported that he is experiencing severe allergic reactions to something in the hip implants that he received. He stated that he has had angioplasty and heart attacks, which are related to these allergic reactions."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If becomes available, the eval summary will be submitted in a supplemental report. Catalog numbers and lot numbers of other devices listed in this report: cat# unk lot# unk description: simplex bone cement. It cannot be determined which, if any of these devices may have caused or contributed to the event.